Manufacturer narrative:
Due to the results of 8d report and the reported failure mode this case was reassessed and found to no longer require submission - reportable malfunction due to low severity of failure mode according to risk file.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a ennovate downtube. According to the complaint description the retaining lug broke off during surgery. No patient harm was reported. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).